Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer's complaint of no image displays. The device was returned to the service center and a full inspection was performed. The unit passed all functional tests and the power switch works fine but needs to be upgraded to a new type of power switch as it currently has an old type black power switch. The unit also requires a software upgrade. The device will be repaired and it will be returned to the user facility.

Event description:
The user facility reported to olympus that while preparing for use, whenever 180 series scopes are connected to the cv-190, no scope image displays. Olympus was also informed that when the same 180 series scope and maj-1430 videoscope cable are connected to other 190 towers, they were able to view the scope image normally. No additional event details were provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was a temporary failure and the image for the olympus series 180 scope could not be produced.